Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The consumer indicated that her daughter developed a bumpy red irritation on her lower back and buttocks after using goodnights. The consumer stated that her daughter suffers from joubert syndrome which affects her muscles, kidneys and liver. She indicated that she put the pants on her daughter on saturday, (B)(6) 2012. She stated her daughter developed a red bumpy irritation on her lower back and buttocks the following morning. She applied cortisone 10 ointment for the irritation and calamine lotion to assist with the itching. On (B)(6) 2012, the rash spread to her arms, legs, buttocks, feet and anus. The irritation developed into puss-filled pockets. She visited her doctor that same day. The child was diagnosed with a diaper rash that developed into a (B)(6). The doctor prescribed bactroban and clindamycin. The consumer indicated that the rash is not clearing as quickly as anticipated because her child is rejecting the medication. She is going to attempt to put the medication in the her child's food and beverages.